Manufacturer narrative:
H.6. Investigation: seven sealed 32g x 4mm pen needle samples were returned from lot. No. 0176886 along with one sealed 32g x 4mm pen needle sample from lot. No. 0316746, cat. No. 320566. A clog test was carried out on all eight samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that while priming bd ultra-fine¿ pro 4mm pen needles insulin would not flow, this occurred once with lot# 03176746 and 7 times with lot# 0176886. There was no report of patient impact. The following information was provided by the initial reporter: patient complaint that bd ultra fine pro 4mm needle the insulin not coming out when priming, patient have to change 2 or 3 insulin needle only the insulin will come out when priming. Customer never experienced this since using bd ultra fine but first time experienced this on bd ultra fine pro, customer even changed to 6mm as do not want to keep changing on the insulin needle.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional number is as follows: medical device lot #: 0176886. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-24.

Event description:
It was reported that while priming bd ultra-fine¿ pro 4mm pen needles insulin would not flow, this occurred once with lot# 03176746 and 7 times with lot# 0176886. There was no report of patient impact. The following information was provided by the initial reporter: patient complaint that bd ultra fine pro 4mm needle the insulin not coming out when priming, patient have to change 2 or 3 insulin needle only the insulin will come out when priming. Customer never experienced this since using bd ultra fine but first time experienced this on bd ultra fine pro, customer even changed to 6mm as do not want to keep changing on the insulin needle.